Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.n, lab: 1.1. She didn't recall the tenths. Her target range is 2.0-3.0. Less than one hr between meter test and lab draw. No change in medication. No lovenox or heparin. No history of autoimmune disease, lupus, aps. No antibiotics. She does have a history of cancer and anemia.

Manufacturer narrative:
Investigation pending.